Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the first screw hole of multiloc humeral nail (mhn) was not engaged firmly with an unknown screw when the brand new nail was inserted. Normally, the screw should not slide in the screw hole, but the screw in this screw hole was sliding when inserted. Thus, the surgeon replaced it with a nail to complete the procedure. There was a 30-minute surgical delay. Procedure was completed successfully. There was no patient consequence. This report is for one (1) humeral nail. This is report 1 of 2 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure for proximal humeral fracture, the first screw hole of multiloc humeral nail (mhn) was not engaged firmly with an unknown screw due to an unknown reason, when the brand new nail was inserted. Normally, the screw should not slide in the screw hole, but the screw in this screw hole was sliding when inserted. The surgeon replaced the nail with a new one and used the same screw to complete the procedure. There was a 30-minute surgical delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.017.195s, lot: 5941402, manufacturing site: synthes oesterreich gmbh, release to warehouse date: 31. January 2017, expiry date: 01. January 2022. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.